Event description:
Literature was reviewed regarding driveline relocation and vacuum-assisted closure (vac) for ventricular assist device (vad) driveline infections. The authors described patients who experienced superficial and deep infections. Patients presented with symptoms of f ever, erythema, pain at the driveline site, or drainage from the driveline exit site. Drainage cultures identified organisms of staphylococcus spp., pseudomonas aeruginosa, staphylococcus aureus, coagulase-negative staphylococci (cons), methicillin resistance was observed to be in s. Aureus and in cons. Other detected pathogens were corynebacterium spp., candida parapsilosis, and enterobacteriales, including serratia marcescens, escherichia coli, and klebsiella spp. A bloodstream infection was observed in only two patients as a complication of a driveline infection. Superficial infections were treated with local wound care and oral antibiotics, and deep infections were diagnosed with imaging and treated with intravenous (IV) antibiotics, vac therapy, or driveline relocation. The status of the vads is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/32 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: driveline relocation and vacuum-assisted closure for ventricular assist device driveline infections. Journal of cardiovascular development and disease. 2025. 12, 211. Doi: 10.3390/jcdd12060211. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.